Event description:
A male underwent initial aaa repair in 2005. One main body and two iliac leg grafts were placed. The patient had bilateral iliac artery aneurysms at that time. The patient did not properly follow-up with post-implant CT scans so presented in the ER in 2008, with abdominal pain. CT scan of the abdomen and pelvis showed aneurysmal expansion to 9cm of the aorta and 4cm of the iliac arteries with retroperitoneal hemorrhage. The patient was taken emergently to the or for repair. Type ib endoleak was from the 4cm iliac arteries. The main body graft was cut below the first covered stent and the bypass graft was sewn directly to the zenith after explanation of the rest of the main body and the iliac leg grafts. There was a hemostasis at the suture line. The right iliac artery aneurysm opened up and old thrombus removed. Dissection was carried down from the level of the common external iliac artery confluence. The graft was spatulated and was anastomosed to each of these. Flow was established and there was a palpable femoral pulse. On the left side, the graft was tunneled behind the mesosigmoid and behind the left ureter and delivered to the common iliac bifurcation. An incision was made lateral to the left sigmoid to allow for anastomosis at that area. An end to side anastomosis was performed using 3-0 prolene suture. Flow was reestablished. The patient remained hemodynamically stable. All anastomoses were hemostatic. The whole graft was retroperitonealized by closing the aortic sac and all of the retroperitoneal tissue. The patient remained hemodynamically stable and bowel was returned to its anatomical position. The midline fascia was closed with pds and the skin was closed with staples.

Manufacturer narrative:
This device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU specifically states that all patients should be advised that endovascular treatment requires life long, regular follow-up to assess their health and the performance of their graft. A final surgical pathological report only, was received to assist in this investigation. Further review of the supplied operative report indicated that there was an endoleak around the existing graft which was likely a main contributing factor to the ruptured aneurysm. The report also indicated the patient may have not followed up for a while prior to this event. At the time this report was written, the patient had tolerated the procedure well and was in stable condition. An internal clinical review indicated the event was due to anatomical changes over time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.